Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported that plans were made for a patient with right heart dysfunction to change from the impella cp to the impella 5.5 due to the escalation of three (3) drips. It was reported that the patient experienced an episode of atrial fibrillation (afib) that required cardioversion. Weaning successful, the device was explanted, and the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.